Event description:
Dealer states the hand pendant is broken. The hand pendant will not lift the head section of the bed, but is working ok for the foot section of the bed. Wires are exposed a little bit from being pulled on.